Event description:
Regarding a statement that said that it was reported that the patient's generator was replaced due to an increase in seizures and increase in seizure duration, the physician noted "wrong report." No other relevant information has been received to date.

Event description:
It was noted that the patient usually has 1-2 seizures a week but started having 2-3 seizures a day. Per the patient's mother, the vns was not working so the seizures were lasting longer. The patient's generator was replaced. The explanted generator was discarded by the hospital. No other relevant information has been received to date.